Event description:
It was reported that the patient was having pain at the ipg site. The patient underwent a revision procedure where in the ipg site was relocated. The patient was doing well postoperatively.